Event description:
It was reported that while using the electric dermatome with a 2" widthplate, there was a gouge in the area where the harvest was being taken.

Manufacturer narrative:
The dermatome blade was not returned to the MFR for eval. However, photos of the blade were provided to the MFR by the reporter. According to correspondence with the reporter, the gouge was a "burr" on the width plate that snagged the tissue. However, based on the review of the photographs provided, no defects or burrs were observed by the MFR. The electric dermatome associated with the incident had been returned to the MFR for repair in 10/2008. During the repair, the motor and bearings were replaced. However, no defects related to the width plate were noted at that time. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.